Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The lead impedance data was missing/invalid. It was confirmed that the right ventricular (rv) pacing lead impedance not taken alert on 19jul2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for "impedance not taken." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.